Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the pump was removed because of "malfunction or scar tissue." The hcp reported that it was some sort of surgical difficulty. It was reported that the patient had scar tissue. No further complications were reported.